Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to pocket infection. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead and replaced with a leadless pacemaker on (B)(6) 2025. The physician believed the infection was related to any abbott product or related procedure. The patient was in stable condition.